Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was exposed to water but none was visible on the device. Customer's blood glucose was unknown. Customer dropped the device into the water but it didn't splash or submerged. Customer's blood glucose was around 200 mg/dl when the incident occurred. No alarms occurred after water exposure. Customer stated the device fell into toilet but it wasn't submerged. The drive support cap was reported normal. Self test and displacement test were performed and device passed. Customer was advised to monitor the device. No further information reported.